Event description:
Mother was admitted with contractions and put on the fetal monitor. A heart rate of approx 145 was being received via the us transducer. The pt at some point went to the bathroom and when she returned and was put back on the monitor, no heart rate could be found. Unknown measures were then taken by the nursing staff. The baby was delivered stillborn.